Event description:
It was reported that during the implant procedure the atrial lead had ffrws (far field r-waves) in multiple locations. The final position did not show ffrws while sensing, but did show ffrws during pacing through the analyzer. However, there was not any ffrw during sensing or pacing when connected to the device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).